Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's mother reported that at some point the pod became fully detached, resulting in a period without insulin delivery and subsequent elevation of blood glucose levels overnight. The patient began vomiting in the early morning hours (approximately 2:00¿3:00 am), and the pod later fell off. Although a replacement pod was applied, symptoms persisted and the patient¿s condition worsened, resulting in hospitalization. The patient¿s blood glucose levels rose to 365 mg/dl while wearing the pod on the leg between 24 and 36 hours. Reported symptoms included vomiting and elevated ketone levels. The patient was diagnosed with dka and was treated with intravenous fluids, potassium, and electrolytes, with monitoring of blood glucose levels and heart rate. The patient was discharged on (B)(6) 2026.